Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic with episodes of noise on the right ventricular lead. No intervention to correct the anomaly had been made at this time. There were no reported adverse consequences to the patient.

Event description:
New information received stated that on (B)(6) 2021, right ventricular lead was capped and replaced successfully. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.